Event description:
Foam sleeves remained in ear canal and required removal at medical clinic. Foam sleeves were not returned and the cause of the incident cannot be determined. No injury or sequela reported.